Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate. This event will continue to be reported on MFR number 0001825034-2023-01720.

Event description:
This follow-up report is being filed to relay that this report is a duplicate. This event will continue to be reported on MFR number 0001825034-2023-01720.

Event description:
It was reported that patient underwent an oss knee procedure on an unknown date. Subsequently, the patient is being considered for a custom device for an upcoming revision on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.